Event description:
New information received notes that the recurred post-paced t-wave over-sensing on the implantable cardioverter defibrillator was discovered during in-clinic interrogation. Programming changes were made. Patient condition was stable.

Event description:
New information received notes that the patient initially presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. Programming changes were made. Patient condition was stable.

Event description:
It was reported that the patient presented with post-paced t-wave over-sensing exhibited on the implantable cardioverter defibrillator. Further information was requested but not received.

Event description:
New information received notes that the post-paced t-wave over-sensing had recurred on the implantable cardioverter defibrillator. Further information was requested but not received.